Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 5568-53, lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing, and a lead integrity alert was triggered for increased short interval counts (sic) and 2 or more non-sustained ventricular tachycardia episodes with a v-v cycle length of less than 220 milliseconds on 2014-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing non-physiologic intervals and three non-sustained ventricular tachycardia episodes had artifact noted on the electrogram. A lead integrity alert was triggered. The lead remains in use and surgical intervention is planned. It was also reported that the right atrial lead was oversensing with isometrics and the atrial sensing integrity counter was high. The lead was programmed off. No patient complications have been reported as a result of this event.